Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different pt samples that were generated by the access 2 instrument. An initial accu tnl result from pt a was 1.00ng/ml. An initial accu tnl result from pt b was 6.92 ng/ml. The results were reported out of the lab for both pts. The customer indicated that the accu tnl results from pt a was not consistent with clinical picture. The customer retested pt a and b original samples for accu tnl. The repeated accu tnl result for pt a was 0.02ng/ml. The repeated accu tnl result for pt b was 0.29ng/ml. Corrected reports have been issued for pt a and b. There was no report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.